Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had been alarming "upstream occlusion." The patient had stated that there were no kinks in the tubing or closed clamps. The pump had been stopped, and the tubing had been clamped. The cassette had been removed, the cassette tubing had been massaged, and the cassette had been tapped on a hard surface. The cassette had then been reattached, the tubing unclamped, and the infusion restarted. The pump had resumed operation with 2 hours and 52 minutes remaining. The line had been monitored to ensure medication delivery, but the alarm had returned. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.